Event description:
Customer reported a high blood glucose of 460 mg/dl. He also reported that after the first rewind and prime on his insulin pump, there was a check settings message which needed to be cleared before his basal rates could go in. The customer stated his blood glucose declined to 432 mg/dl. He did not treat for his high blood glucose. Troubleshooting for high blood glucose found the customer did not express any symptoms of high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site per variance 5.